Event description:
Vacuum error read on novasure machine after entering uterine length and width, and doctor enabling machine. Product rep present during procedure. She stated the error was due to fluid backing up into the filter following hysteroscopy. Tried to clear with sound to device and the chamber vertical, but unable to get device to work after that suggestion. She stated there was nothing else we could do but get another hand piece because co2 filters are not separate. Another device with the same lot number was opened and used successfully, but the rep suggested we send back to the company to be sure not a defect with the initial hand piece.